Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose was 151 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.